Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the customer reported complaint. Visual inspection found grips to have resistance when manually attempted to open and close by moving the thumb wheel on the side of instrument. There was some bio debris on the grips and on the blade track. Additional observation not reported by site was that the instrument snake wrist was dislodged. Wrist was dislodged at the distal hub and wrist interface. The wrist was not sitting on the disc tooth. This may affect motion. Instrument was placed on in-house system; instrument moved but was not able to close grips. The knife was able to fire even when grips were not completely engaged. Additional investigation found the wrist disc was dislodged at the snake wrist. Before installing the instrument on the da vinci robot system,the thumbwheel was rotated to open the jaws but jaws would not fully open. The nut and screw located between the clevis and the jaws were not mating properly making it hard for the grips to open. Additional observation found, the screws on the clamping gear were loose and the gear easily slips when pushed. Based on the additional investigation this complaint is being upgraded to be reportable. The customer reported complaint does not in itself constitute a MDR reportable event; however, the stripped threading found during additional investigation if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci hysterectomy procedure. The instrument would not grasp. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.